Event description:
Iab catheter was inserted by dr. Yarbrough post op on 4/15/93. Patient was then moved to csr. No problems. Patient returned to cvs on 4/16/93 for sternal closure when leak in balloon was discovered and removed. Patient was then returned to csrdevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.